Event description:
It was reported that a patient presented to clinic for follow up after receiving shocks. Device interrogation revealed inappropriate shock due to incorrect interpretation of signal on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient condition was stable.